Event description:
It was reported the patient experienced muscle stimulation. It was also reported the lead displayed low impedance and a rise in threshold. Additionally, there was a lead polarity switch. The patient was admitted to the hospital for observation. Following, the lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned; however, analysis of the device memory was performed. Analysis revealed an indication the impedance on the right ventricular (rv) pacing lead was beyond the expected lower range.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.